Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for sensor electrode missing. Blood glucose was unknown. Customer reported that her 2 of her sensors failed, first sensor had no electrode and second sensor had needle retracted with the serter. The sensor will not be returned for analysis.